Event description:
It was reported by the customer representative that a resident fell through the sling (unknown details) from approximately 1.5 m during a transfer performed with the use of a maxi sky 440 ceiling lift. The caregiver was alone during the bedtime routine and positioned behind the resident at the time of lifting. The fall occurred forward. Following the fall, the caregiver immediately notified the nurse. The nurse and care team found the resident lying flat on her back. Due to knee pain (¿gonalgia¿), an x-ray was performed at approximately 17:00, confirming a fracture. The resident was transferred to the emergency department. The resident returned to the facility at 23:00. Later that night, the night nurse found the resident unresponsive and contacted emergency medical services. The resident was transferred back to the emergency department but passed away during transport.

Manufacturer narrative:
No UDI information is available due to lack of serial number. No malfunctions of the sling or the lift were noted by the arjo sales team, and the customer did not report any device failures. Process of gathering and analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Manufacturer narrative:
Corrected the initial reporter section (e). No inspection of the involved system could be performed by arjo, as the customer indicated they were unable to identify the specific lift and sling used during the event. The customer did not report any device failures. It was speculated by the initial reporter that the event may have been contributed to by an uncrossed strap or incorrect sling positioning; however, no further details were shared. The instructions how to positioning the patient in the sling and how to attach the sling loop to the device to perform the transfer are included in the maxi sky 440 instructions for use (IFU) 001.16000.33.en rev. 20. Although the use of non crossed straps was considered as a possible contributing factor, this configuration is described in the IFU as an approved method (method 3 ¿ abduction) under specific conditions: ¿method 3 might not be suitable for patients with no upper body control as they can slide down and almost out of the sling.¿ the available information does not allow confirmation whether this method was appropriately selected or correctly applied in this case. The IFU also indicates that user can select a specific sling loops for desired position of the patient e.g. Slings with more loops allow additional alternative body position. Different loop combinations can be used to allow the patient to be lifted and transferred in positions ranging from semi-reclined to seat. Following the event, the customer indicated a need for additional training. This may suggest that the IFU requirements were not fully applied at the time of the incident. In the IFU stated that patient transfers must be performed under the supervision of appropriately trained caregivers with constant attention to the patient throughout the transfer. "Warning, constant attention to the patient is required from caregiver during the whole transfer. In the unlikely event of a failure of the device, the caregiver must be ready to react." In summary, several potential contributing factors were reviewed, including sling size selection, sling application method, and caregiver supervision. The findings are more consistent with potential use-related factors. Arjo device was used for a patient transfer when the event occurred and from that perspective was involved in the event. The investigation did not identify any product malfunction that contributed to the patient¿s fall. The complaint was assessed as reportable due to an allegation that a resident fell through a sling during the transfer. Based on the currently available information, the confirmed injury is a localized fracture in the knee area, associated with knee pain ("gonalgia"). It was identified by x-ray, with no head trauma reported and no description of fracture complexity, internal organ injury, or permanent impairment. The patient subsequently died, however, a causal relationship between the injury and the death has not been established and remains undetermined. H3 other text: the customer was unable to identify the specific device involved.